Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, compromised immune resistance, peri-implantitis, abscess, bleeding, inflammation, mobility.